Event description:
If these conditions corrected "spontaneously" it is questionable about the severity of the episode as stated initially by the dr. The dr used 3,000 units/ml of heparinized saline. This concentration of heparin is too high. Pediatric dialysis units at 6 hospitals were contacted & questioned about their heparinization protocol. They all felt that 3,000 units was too high. Most of these hospitals used less than 1,000 units/ml & some based the dosage on the weight of the pt. In one hosp a neonate weighing 2.5 kg would receive 50 units/lumen. Corrective action: 1). Stopped using red heparinization label on 2/93 (dcn#619). 2). Started labeling workorders from 3/93 with actual priming volume. 3.) Each hosp will determine the strength of heparin according to their own in-house sop. 4.) A total of 250 pieces were packaged with the red heparin label. They had been distributed to 20 customers from 6/91 to 11/92. There were no previous complaints reported. These customers generally buy in small quantities & used up stock before reordering. The last box of this product was shipped over 2 yrs ago.